Event description:
The customer received a questionable iron gen 2 result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 8 ug/dl and was reported outside the laboratory. The sample was repeated and the result was 44 ug/dl and was believed to be correct. The reported result was amended. The customer was unsure why the test was repeated. The patient was not adversely affected. The reagent lot number was 62189701 with an expiration date of 11/30/2016. The field service representative could not find a cause and was unable to duplicate the discrepancy. He checked and cleaned the rinse mechanism and replaced the vacuum diaphragm pump as a preventative measure. He checked and verified the cell rinse water and ran mechanical checks over all instrument functions. He ran a precision check and the customer ran tests and qc with results within acceptable limits. Follow-up with the customer confirmed they have not noted any further issues.

Manufacturer narrative:
Further investigation could not determine a specific root cause. As the issue appeared to be resolved after the service actions, an issue with poor system maintenance was likely.